Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was implanted. The landing zone measurements were 0-19mm, 45-21mm, 90-19mm, 135-21mm and the sizing of the device was determined via transesophageal echocardiogram (toe). Close criteria was met and tension tug was performed. The shape of the device was tire with good compression and no leak was observed. The amulet was implanted after 1 recapture as the first was "a little deep." On (B)(6) 2025, x-ray was performed which showed the amulet had completely dislodged and embolized to the descending aorta. The patient was asymptomatic. That same day, the amulet was snared via a 22f sheath and successfully removed. No replacement device was implanted. The patient was reported to have been discharged in stable condition.

Manufacturer narrative:
An event of migration or expulsion of device (device migration) was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that during the procedure the occluder was tire with good compression which may have contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the reported device migration could not be determined. It is possible due to incorrect device sizing or positioning issue due to patient's complex anatomy and implant depth; however, this cannot be determined. The reported unexpected medical intervention was a result of case-specific circumstances as the snaring of device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.